Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, intermittent ventricular undersensing was observed. It was discussed that the episodes were occurring when the patient was lying down at night which displaces the position of the device. No intervention was performed. Patient was stable and will continue to be monitored.